Event description:
It was reported that this right atrial (ra) lead was part of system revision due to bacteremia. Additional information indicated that numerous attempts of antibiotic therapy was made. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to bacteremia. Additional information indicated that numerous attempts of antibiotic therapy was made. No additional adverse patient effects were reported. The ra lead was explanted.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited bacteremia. Additional information indicated that the infection control suggested to have the crt-d removed after numerous attempts of antibiotic therapy. A revision was performed, and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead were explanted, while the left ventricular (lv) lead and the implanted lead were capped. No additional adverse patient effects were reported. The ra lead will not be returned.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.